Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. A field service engineer (fse) discovered that the station had been unplugged and was subsequently reconnected to an incorrect rear port. It appeared that an event had damaged the wall-mounted ethernet ports, as the mount was found detached from the wall. The ethernet connection was temporarily secured by taping it to the wall for the customer. The machine was brought back online, its functionality confirmed, and remote manager was verified to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary was on disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.